Event description:
It was reported the patient was found approximately one hour after death and brought to the emergency department. Interrogation of the device in the funeral home revealed high rate episodes, high impedance, and ventricular lead warning alert a couple days before the patient died. A ventricular lead fracture was suspected. Also reported a lead warning occurred due to high impedances on the atrial lead. A fracture was suspected. Interrogation of the device also revealed the atrial lead had been turned off and the device programmed at vvir. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the patient had a history of numerous congenital heart defects that had required multiple surgeries. Patient was pacemaker dependent.

Event description:
It was reported there had been a lead warning due to high impedances on atrial lead on (B)(6) 2005 with fracture suspected. Device interrogation revealed atrial lead turned off and device programmed at vvir. Also showed high rate episodes, high impedance, and ventricular lead warning alert a couple days before patient died. Ventricular lead fracture suspected. Follow up revealed the patient had a history of numerous congenital heart defects that had required multiple surgeries. Patient was pacemaker dependent. Death certificate notes cause of death as possible cardiac arrest, complete atrioventricular block, possible lead malfunction, and other contributing factors of coarctation and vsd repair ((B)(6) 2003), subaortic stenosis repair ((B)(6) 2004), pacemaker implant ((B)(6) 2004). Per patient's medical record, father found the patient unresponsive without pulse or respirations in bed.

Event description:
It was reported there had been a lead warning due to high impedances on atrial lead on (B)(6) 2005 with fracture suspected. Device interrogation revealed atrial lead turned off and device programmed at vvir. Also showed high rate episodes, high impedance, and ventricular lead warning alert a couple days before patient died. Ventricular lead fracture suspected. Follow up revealed the patient had a history of numerous congenital heart defects that had required multiple surgeries. Patient was pacemaker dependent. Death certificate notes cause of death as possible cardiac arrest, complete atrioventricular block, possible lead malfunction, and other contributing factors of coarctation and vsd repair ((B)(6) 2003), subaortic stenosis repair ((B)(6) 2004), pacemaker implant ((B)(6) 2004).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. The atrial lead was added to the event. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.